Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to user mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had an image problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; a whitish gelatinous foreign material was inside the air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the evaluation found the following; the switch 3 did not work due to corrosion. The switch box, switch 1, guide plate, mount unit, plug unit, cable unit, control section all had corrosion. Due to corrosion on the guide plates, the bending angle in the up direction did not meet the standard value. The universal cord holder was corroded due to water leakage. The plastic distal end cover, objective lens, light guide lenses and bending section cover were cracked. There was a noisy image due to the deformation of the plug unit. The connecting tube was buckled, the bending angle in the up direction was out of standard. The air/water cylinder, suction cylinder, grip, control unit, suction cover, switch box, right/left knob, up/down knob all had discoloration. The forceps channel port had a dent. The control unit, mount, scope connector case unit, plug unit, cable unit and outside shield unit all were dirty due to water leakage. Due to a burn on the plastic distal end cover, the insulation resistance value, at the distal end, did not meet the standard value. The bending section cover and adhesive on the bending section cover had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.